Manufacturer narrative:
Analysis update: analysis of the pump identified the motor had a gear train anomaly; corrosion and-or wear and-or lubrication. The stall was due to shaft-bearing.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# j10961r39, implanted: (B)(6) 2002, product type: catheter. (B)(4).

Event description:
.

Manufacturer narrative:
Analysis of the pump, model# 8637-40, sn (B)(4), found overinfusion by more than 14.5% at standard test conditions and typical therapeutic rate (300mcl/day). Per the deviation, this pump will be subjected to possible long term dispense and weight testing, using last known infusion rate from full to empty. Conclusion code (B)(4) no longer applies to the event.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that at the (B)(6) 2014 refill the patient's review of systems was positive for weight gain, smoking, shortness of breath, nausea, abdominal pain, nephrolithiasis, back pain, multiple joint pain, muscle spasms, "djd knees," numbness, seizures , memory loss, lupus, and anxiety. It was noted the patient had headaches from time to time, had a diagnosis of chronic obstructive pulmonary disease. At the refill the patient was in obvious severe discomfort, grimacing, and moving slowly. The patient's skin was warm, pink, and dry. There was a large purple bruise on the right lower trunk. The patient had antalgic gait, tenderness on the right sacroiliac pelvic junction, posterior bilateral joint tenderness in the knees and elbows. The patient's affect was lethargic and speech was slurred. The patient was very slow to answer questions with questionable orientation. Blood pressure was 94/74, heart rate was in the 60s, oxygen saturation was 96, and ventilatory rate was 11. The patient had trace edema in the abdomen. A chest x-ray showed some basilar atelectasis. At the time of the refill the patient had a decreased level of consciousness, likely due to medications, and may have been in a postictal state. The plan at that time was to discontinue to the pump. The reported pump logs showed the "stopped pump period may exceed tube set" message occurred at 14:39 on (B)(6) 2014.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the pump was explanted and replaced on (B)(6) 2015. The manufacture representative reported after abdominal incision was made, the physician easily withdrew 2 cc fluid from the catheter access port prior to disconnecting catheter from the pump. After disconnecting catheter from pump, immediate backflow of fluid was visualized from implanted catheter. Decision was made to replace existing sutureless connector. Approximately 2.5 cm of existing connector length trimmed off and new segment sutureless catheter spliced on. Hydromorphone 10 mg/ml, clonidine 625 mcg/ml, bupivicaine 20 mg/ml were withdrawn from explanted pump and put into new pump on back table. The expected residual volume was 17ml and the actual residual volume was 13ml. After priming bolus of hydromorphone 4.45 mg for internal pump tubing and catheter programmed, hydromorphone infusion rate programmed for 3.004 mg/day. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, approximately one week prior to report, the patient demonstrated increased lethargy. On the prior day¿s morning, the patient had a seizure and had another that same evening with a decreased level of consciousness. The patient was then taken to a hospital, but was transferred to another hospital on the following day due to their inability to manage the patient. That day, the physician programmed the pump to the minimum infusion rate (0.006ml/day). About forty minutes later, a nurse practitioner turned the pump completely off following consult with a neurologist. The neurologist felt that the pump was the cause of the lethargy and seizures. It was noted that the patient had a seizure disorder for the prior three to four years and the pump had most recently been refilled on (B)(6) 2014. The device system was being used to deliver hydromorphone, clonidine, and bupivacaine. Six days later, it was reported that the patient had not had any further seizures during the remainder of the hospitalization. No further actions were taken beyond turning the pump off and holding oral and transdermal narcotics. At the time of the event, the patient had been using oral oxycodone, oral xanax, oral soma, oral lyrica, and fentanyl patches. The issue resolved, but the cause of the symptoms and the action that resolved the issue were never determined. As of the patient¿s discharge on (B)(6), the pump remained off. That same day, it was also reported that physician decided to restart the pump at 0.048ml/day to assess the patient and the drug infusion system. It was also noted that the patient had been on ¿86¿ other narcotics.